Manufacturer narrative:
The product is being evaluated in our post market quality assurance department. This report will be updated when analysis is complete.

Event description:
It was reported that this patient presented to the emergency room after receiving multiple inappropriate shocks. A review of the device data shows low amplitude signal and noise which was oversensed resulting in the inappropriate shocks. A boston scientific technical services consultant discussed the clinical observations with the caller. Noise was observed on all vectors. The system was subsequently explanted and replaced with a transvenous system. No additional adverse patient effects were reported.

Event description:
This supplemental report is being filed due to the completed evaluation of this product.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.